Event description:
It was reported that a patient underwent a cholecystectomy on (B)(6) 2021 and suture was used. The patient was treated due to illness. After relevant physical examination, the doctor performed laparoscopy, surgery and abdominal flushing under anesthesia. After the surgery , the patients were given 1. Anti infection; 2. Control blood glucose, blood pressure and rehydration; 3. Symptomatic. After the surgery, the patient complained that there was much skin exudation at the incision and local redness and swelling were obvious. The suture was removed and improved. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Lot number? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Please describe any medical/surgical intervention required for this suture event including dates and results. Was anti-infection given as a prophylactic? How much and what type of drainage is present in this wound? Were cultures performed? If so, please provide the results. After the suture was removed, was the patient resutured? Were there all symptoms resolved after suture removal? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/8/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure, 42 years old, male; other information is unknown. Name of index surgical procedure? Cholecystectomy, intestinal adhesion lysis, peritoneal lavage. The diagnosis and indication for the index surgical procedure? Epigastric pain. The following information was requested but unavailable: lot number? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Please describe any medical/surgical intervention required for this suture event including dates and results. Was anti-infection given as a prophylactic? How much and what type of drainage is present in this wound? Were cultures performed? If so, please provide the results. After the suture was removed, was the patient resutured? Were there all symptoms resolved after suture removal? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?